Manufacturer narrative:
Unavailable device was not returned for eval.

Event description:
The device was used during a gastrectomy procedure. It was reported the rep. The surgeon could not fire the instrument. The new instrument was opened to finish the case. There was no consequence to the pt.